Manufacturer narrative:
(B)(4). The evaluation confirmed the reported event of a leak in the rota flow head joint. There is no evidence of a manufacturing defect, so no corrective action is required at this time. (B)(4).

Event description:
Rota flow pump head cracked and leaked saline during prep prior to use of device.

Manufacturer narrative:
(B)(6) 2015 11:25 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has been received by maquet cardiovascular. A supplemental report will be submitted when the evaluation is complete. All events are tracked and trended to determine whether or not any trends develop. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Rota flow pump head cracked and leaked saline during prep prior to use of device.